Event description:
It was reported that the patient underwent an explant procedure to remove their spacer as the device was not helping the patient. It was noted that it has been 2 years since the initial implant of the spacer. The explanted spacer was retained by the facility.